Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A manufacturer representative went on site and performed a visual inspection as well as functional analysis of the system. The pendant was also returned to the manufacturer for analysis. On site analysis confirmed that the pendant functioned intermittently. The pendant was replaced, system checkout was performed, and the system once again functioned as intended. Upon returning the pendant to the manufacturer, testing was unable to confirm the issue on the pendant.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the push buttons on the pendant are intermittently responding. This was noticed with the door open/close button as well as others. There was no patient present at the time of the event.